Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter tip detachment occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. During a procedure, an opticross imaging catheter was used to visualize the target lesion. However, due to severely calcification, the opticross was unable to cross the target lesion. It was also noted that the tip of the opticross was broken. The procedure was completed with another opticross. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Corrected device lot number from 18920781 to 18493617. Corrected device expiration date from 14-feb-2017 to 13-oct-2016. Corrected device manufactured date from 16-feb-2016 to 16-oct-2015. Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed no damage on the distal tip and the guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter tip detachment occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. During a procedure, an opticross¿ imaging catheter was used to visualize the target lesion. However, due to severely calcification, the opticross¿ was unable to cross the target lesion. It was also noted that the tip of the opticross¿ was broken. The procedure was completed with another opticross¿. No patient complications were reported and the patient's status was good.